Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09sept2019. Customer reports pvt tests 1 through 8 and test 10 pass. Customer re-ran test using 100% oxygen with same results. Suspect sensor pcb.philips tech support referred customer to section 8.7.9, test 9 trouble shoot guide. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
Customer reported failing (test 9) gas flow accuracy. There was no patient involvement.